Manufacturer narrative:
The insulin pump was received with pump error 63 alarm confirmed in the pump history due broken trace on u1 keypad assembly. Pump error 53 alarm was found in the pump history due to software error. Pump programmed with multiple insert battery alarm and the alarm beeps properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received software error detected, hardware low level failures. The customer¿s blood glucose level was 11.2 mmol/l. The customer also stated that the insulin pump had a beep anomaly. Troubleshooting was performed for pump error and noticed that the self test did not pass. The insulin pump will be returned for analysis.